Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the distal tip measuring 39.8cm was returned for analysis. Internal insulation abrasion under the proximal end of the rv shock coil was noted at 6.5-6.7cm from the distal tip. The etfe coating was abraded at this location. UDI (di): (B)(4).

Event description:
This report is to advise of an event observed during analysis.